Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release. H3 other text : not returned to manufacturer.

Event description:
Consumer reported that upon removal of a tampon, the string separated from the pledget and left the pledget inside her vaginal cavity. She reported waiting a full day until the pledget was saturated and then she vaginally pushed the pledget out in one piece. After removal, she experienced discomfort and irritation that lasted for approximately one day. She used epsom salt baths and is fully recovered. She did not seek medical attention.